Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaints history review was carried out using the lot and part numbers provided, there have been further complaints reported with this failure mode in the past three years. The devices were intended for use in treatment. The returned dressings were visually and functionally evaluated which confirmed the issue of delamination. This confirmed a relationship between the event and the device. This issue is caused during a process in which the release paper is separated from the carrier and the film. Therefore, the root cause was identified as a manufacturing process issue. Since the manufacture of this batch improvements have been made to the machine responsible for carrying out this process to reduce the issue of delamination. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during product evaluation the devices presented delamination problems.